Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation); evaluation, results: inherent risk of procedure (stent graft migration), (cause of event is unknown); evaluation, conclusion: inherent risk of procedure (stent graft migration), (cause of event is unknown).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was noted during an internal film evaluation that the talent aaa device had migrated. Post-implant films showed that a talent aaa bifurcate and contra limb had been placed; and may have migrated. The bifurcate is currently 2-3 cm below the renal arteries in the aaa sac. No stent graft issues were seen; however, the images are non-contrast so any possible endoleak could not be assessed. The patient came in two months ago for thoracic repair and the procedure was uneventful. However, the physician did not place a spinal drain prior to the thoracic repair procedure due to the patient being on blood thinners. After the procedure the patient developed paralysis and expired. Myocardial infarction is reported to be the possible cause of death.